Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed the set was damaged; the control flow regulator was cracked. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is related to transportation or storage at distributor warehouse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the regulator of a female luer lock adapter with control-a-flo was damaged (cracked). This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.